Event description:
This is an adverse event recorded on a crf as part of the b-500 halo pt registry for a pt with barrett's esophagus containing high-grade dysplasia treated with endoscopic mucosal resection and ablation. Pt had undergone endoscopic mucosal resection followed by serial circumferential and focal ablation to eradicate the barrett's tissue without any adverse events. However, after a simple focal ablation (last session), the pt developed bleeding from the ge junction and was found to have erosive esophagitis and ulceration with no active bleeding (no endoscopic treatment for bleeding required). The pt received a transfusion during the course of treatment. It is not known whether the pt was taking anti-coagulants, anti-platelet agents, or other medications that would predispose to bleeding. The physician felt that the pt was complaint with proton pump inhibitors after ablation. The pt has not had further incident after last endoscopy. Physician deemed this event severity as serious, probably related to the ablation, and not related to any malfunction of the device.